Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to the electrode belt distribution node. The pulse wire heat shrink separated in the distribution node, causing the pulse wires to short together. The root cause for the separated heat shrink could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was causing a service code 204 (belt/monitor unusable).